Event description:
It was reported that the ventricular lead displayed intermittent undersensing of pvcs. Beats were undersensed on the ventricular channel because of variation in r waves. No lead damage is suspected. The undersensing and delay in treatment is attributable to device programming and lead positioning. No further treatment information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.